Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump fell in water and stopped working. The customer stated that there was a crack on the side of the insulin pump and water went inside and the screen went black. Customer stated that no contacts were damaged on battery cap. Customer stated that no damage to pumps retainer ring occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.